Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a (B)(6) year-old female patient who had essure (batch no. C13150) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), loss of libido ("loss of libido"), gingivitis ("gingivitis"), tooth loss ("tooth loss"), tinnitus ("tinnitus"), tendonitis ("recurrent tendinitis"), fluid retention ("water retention") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the arthralgia, loss of libido, gingivitis, tooth loss, tinnitus, tendonitis, weight increased, fluid retention and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fluid retention, gingivitis, loss of libido, tendonitis, tinnitus, tooth loss and weight increased with essure. The reporter commented: the adverse events started a few months after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-oct-2021. The most recent information was received on 22-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a 42-year-old female patient who had essure (batch no. C13150) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), loss of libido ("loss of libido"), gingivitis ("gingivitis"), tooth loss ("tooth loss"), tinnitus ("tinnitus"), tendonitis ("recurrent tendinitis"), fluid retention ("water retention") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the arthralgia, loss of libido, gingivitis, tooth loss, tinnitus, tendonitis, weight increased, fluid retention and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fluid retention, gingivitis, loss of libido, tendonitis, tinnitus, tooth loss and weight increased with essure. The reporter commented: the adverse events started a few months after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Batch no: c13150, production date: 2014-01-23, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.